Event description:
Nurse gave an injection to a hep c pt. Using the safetyglide[tm] needle attached to a slip tip syringe. When she activated the safety shield, the needle detached from the syringe and stuck another nurse.